Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient claimed the up, down and ok keypad buttons were unresponsive when pressed. The patient also reported a crack on pump's case. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. The results of the investigation were as noted: testing confirmed the up, down and ok keypad buttons were unresponsive when pressed. In addition, there was evidence of adhesive/contamination found under all key contacts when the keypad was removed. No cracks were found on pump's case.